Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information provided and without having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 470 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the sorbafix fixation device failed to fixate the mesh. There was no patient injury.